Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 codes: health effect - clinical code: e0718 (epistaxis). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient reported that on (B)(6) 2024, they experienced a hyperglycemic event which occurred on an unspecified day after sensor insertion. On (B)(6) 2024, the patient fell and broke his dexcom receiver. Therefore, the patient had no receiver to monitor his cgm values. The patient did not attempt to use a mobile app for connectivity and did not have a blood glucose (bg) meter to use as back-up. It was not specified how much time elapsed from when the patient's receiver broke to when he became symptomatic, but it was within the same day. At an unspecified time of the same day, the patient felt "high". He was feeling dizzy, had a nosebleed, and could not get out of bed. The patient's girlfriend called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient was told by the doctor that he was "almost in a diabetic coma" and that his bg level was 588 mg/dl. The patient was treated with insulin and intravenous (IV) fluids. The patient was discharged home the following day. At the time of the report, the patient was still recovering. No additional patient or event information is available.